Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately two (2) months after placement due to poor oral hygiene and an adjacent infection. This MDR is the first of two reports.